Event description:
Hcp reported that upon aspirating catheter, black specs were found in csf returned. Hcp reported that cerebrospinal fluid was to be sent for culture. Pump was explanted. Catheter status unk. No devices had been returned to the MFR for analysis. A follow-up report will be sent when add'l info is received.